Event description:
The pt was admitted to the hosp emergency room for observation following infusion of approx 310 ml of zosyn in approx two hrs instead of an intended 24 hrs, four doses (75 ml/hr), intermittent therapy. She was released from the emergency room to home care. The pt experienced a headache, developed a rash and bruising.